Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the right side spontaneously deflated after implantation.. The patient did not experience any accompanying symptoms, and has since fully recovered. As a result, the patient removed and replaced the device with catalog number 3501640 lot 6848101, and serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 04/17/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).